Event description:
Patient who was seen in office was noted to have 9 vhr episodes with 2 egm's available. The 2 egm's showed right ventricle (rv) lead over sensing related to minute ventilation (mv) sensor. Patient had rv pacing inhibition, heart rate dropped to 30's bpm. Mv sensor was programmed to passive at initial interrogation. Device was programmed off after findings. Bsc can connected to mdt 4068 lead at gen change.